Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Lot # 6256515. Medical device expiration date: 5/31/2017. Device manufacture date: 9/12/2016. Results: preanalytical systems did not receive any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. Additionally, (B)(4) retention samples were selected from in-house inventory and inspected/tested for low draw volume, and no issues were observed as all retention samples met specifications. A manufacturing device history record review of the incident lot was performed and no issues were observed. Conclusion: there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes do not fil sufficiently. No serious injury or medical intervention reported.